Event description:
The customer contact reported the rubber lid cannot cover up. On an unspecified date, at an unspecified time, it was reported that the rubber lid cannot cover up. No specific details were provided. No information was provided if the event occurred during patient involvement or prior to patient involvement; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported rubber lid cannot cover up were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k101677. This report represents all the information known by the reporter upon query by hospira personnel.